Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high right atrial (ra) lead pacing impedances and loss of capture. The ra lead was electrically deactivated and the device was reprogrammed for right ventricular (rv) therapy only. Later low rv pacing impedances were detected along with noise, oversensing and low amplitude. Surgical intervention was performed and the leads and device were explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.